Event description:
Complainant alleged that while defibrillating a large male pt (age unk), upon a delivery of energy at 200 joules, the pt's chest hair caught fire and was extinguished. The electrode pads were attached to the pt for therapy; however, the pt's body hair was not clipped prior to application of the electrode pads. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zolll med corp has not received the device for evaluation and this complaint is still under investigation.